Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose was 40 mg/dl. The customer indicated sensor glucose and blood glucose differences with threshold suspend. Sensor glucose was 80 mg/dl and blood glucose was 40 mg/dl. The customer declined to follow up with 24 hour helpline.